Manufacturer narrative:
The model and lot numbers have been requested from the facility but have not been rec'd. As a result, the mfg and expiration dates could not be determined.

Event description:
It was reported the pt presented to the facility reporting shoulder pain. The pt had a shoulder procedure in (B)(6) 2010, in which the physician had implanted three opus implantable fixation devices. An x-ray of the implanted devices revealed that one of the anchors had broken, leaving a fragment floating within the pt's body. F/u with the physician found that the pt is being monitored at this time to ensure the fragment does not enter the joint space. At this time, the physician does not plan to surgically remove the fragment at this time. No further pt complications were reported as a result of this event.